Manufacturer narrative:
A field service engineering (fse) was at customer's site to resolve reported event. Fse confirmed the reported error by reviewing the error log and reproduced error by setting the module to the home position and it would not move, resulting in error 4441. Fse resolved the problem by replacing the probe 1 cable; the module was then homed without any errors. Fse validated analyzer by running quality control; runs completed successfully without error. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: [4441] b/f probe 1 home detection failure cause: the home sensor failed to activate after b/f probe 1 moved toward the home position. The measuring operation is suspended. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to faulty probe 1 cable.

Event description:
A customer reported getting error message "4441 b/f probe 1 home detection failure" during quality control (qc) run on the aia-2000 analyzer. The customer stated a probe appears to be stuck; all set home and repowering the analyzer did not resolve the error. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for estradiol (e2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.